Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no damage along the shaft of the device. The balloon was inflated with an encore inflation device and a pinhole was identified 27mm distal to the tip. A further microscopic examination was able to reveal the balloon had 2 large scratches on its body which manifested as a pinhole under positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unspecified vessel of the lower extremity. A 5.0 x150, 135cm charger balloon catheter was selected to dilate the lesion. The balloon was inflated twice. Upon second inflation, the balloon burst at 12 atms. A "pin prick hole" was noted. There was no tear. No segment of the balloon detached inside the patient's body. The device was removed. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.